Event description:
It was reported that upon opening the package of the 3.5x33mm xience skypoint stent delivery system (sds), the stent was observed to be loose and moving on the balloon. Another xience skypoint was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Factors that may contribute to stent dislodgement upon unpackaging include, but are not limited to, inadvertent mishandling during sheath/stylet removal or unpackaging, damage incurred during manufacturing, and/or damage incurred during shipping. In this case, the reported stent dislodgement was unable to be confirmed, as return analysis found the stent to be stationary between the markers with no movement noted. Follow-up with the account confirmed the correct device was returned. Additionally, based on the information provided, it is unknown what may have caused the stent material deformation noted during return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that upon opening the package of the 3.5x33mm xience skypoint stent delivery system (sds), the stent was observed to be loose. Another xience skypoint was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the stent was loose and moving on the balloon. No additional information was provided.